Event description:
It was reported that 6 bd vacutainer® push button blood collection set with pre-attached holders experienced retraction issues with the device failing to retract after use. The following information was provided by the initial reporter: material no. 368656, batch no. 9086811. The needle is not retracting. 6 patients involved. No patient identifiers are available. Dates of event are not available. Email: the issue with this product and lot#9086811 is that the needle is not retracting back into the syringe and the needle is staying in the patient (this has happened to 6 patients with this lot). The va pulled all of the lot# for this item last week but it looks like our warehouse shipped them more of this same lot this week and this issue happen to a patient this morning. Reported issue: defective, safety needle did not retract from patients arm. The needle had to be manually pulled out of arm.

Manufacturer narrative:
Investigation: investigation summary: as of august 2, 2019 this complaint is under the scope of field action # (B)(4): bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#982194 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: further investigation activities have been conducted through CAPA#982194 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#(B)(4) was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Additional information: this information is associated with field action # 2243072-07/22/2019-009-r recall summary: bd is conducting a voluntary medical device recall for certain lots of bd vacutainer® push button blood collection set with pre-attached holder, catalog# 368656. Bd has confirmed that these lots may exhibit separation of front and rear barrels upon activation of the safety feature that retracts the needle. Product and scope: bd is conducting a voluntary medical device recall for the bd vacutainer® push button blood collection set with pre-attached holder, catalog number 368356, for the following 12 lots: 9079767, 9079770, 9081829, 9086811, 9086812, 9091607, 9091626, 9094659, 9094661, 9098547, 9100711, 9100712. Lots not included in the scope of the recall are not affected. Description of issue: bd has confirmed that these lots may exhibit separation of front and rear barrels upon activation of the safety feature that retracts the needle. Barrel separation may result in leakage of blood or an exposed needle, potentially resulting in exposure to blood borne pathogens. Bd pas identified this issue thru the bd complaint investigation system. Summary table of the # of complaints and mdrs in scope : per 806 # 2243072-07/22/2019-009-r dated august 2, 2019, there were a total of 33 complaints and 31 mdrs within scope. (B)(4). Hhe summary: the hhe considered the potential hazards, harms, severities, and likelihood of occurrence related to the product, specifically the reported issue regarding the safety mechanism not functioning as intended. Exposure to blood, including bloodborne pathogens represents a potential for immediate and long-term health consequence to the healthcare worker. This would be in the presence of a needlestick injury to the hcw after the device was used on a patient as well as blood leakage from the device which could come in direct contact with the unprotected skin (not following proper ppe procedure) of the hcw collecting the blood. The likelihood of health risk from the usage of unnecessary post-exposure prophylaxis (pep) and laboratory testing due to contaminated needle stick injury or exposure of non-intact skin is considered minimal. This is supported by documented literature that indicates good efficacy of pep being observed with no seroconversion. General awareness for the use of sharps as well as the use of general safety precautions is known to help decrease the likelihood of exposure to bloodborne pathogens. Investigation summary: root cause investigation indicates a mis-alignment of tooling to load and assemble components in the assembly line. Bd pas has initiated CAPA 982194 to further investigate this issue, and corrective actions have been implemented. Recall reference #, either bd internal or res/z# . Please reference bd recall #(B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: fmi, jka. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd vacutainer® push button blood collection set with pre-attached holders experienced retraction issues with the device failing to retract after use. The following information was provided by the initial reporter: material no. 368656, batch no. 9086811. The needle is not retracting. 6 patients involved. No patient identifiers are available. Dates of event are not available. Email: the issue with this product and lot#9086811 is that the needle is not retracting back into the syringe and the needle is staying in the patient (this has happened to 6 patients with this lot). The va pulled all of the lot# for this item last week but it looks like our warehouse shipped them more of this same lot this week and this issue happen to a patient this morning. Reported issue: defective, safety needle did not retract from patients arm. The needle had to be manually pulled out of arm.